Event description:
It was reported that a spectrum pump powered off when door was touched during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing the device was found to operate within specification. No component could be determined for causality and therefore no correction was required. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'powered off when door touched' was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.